Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer was not able to interrogate non-wireless. The signal strength changed if pressure was put on the connection. The rf (radio frequency) head connection was found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the floppy drive was out of electrical specification and the power cord bay was broken. (B)(4).

Event description:
It was reported there was an issue with telemetry (none); the receptacle for the programmer head connector was suspected. The programmer was returned for repair. No patient complications have been reported as a result of this event.